Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room due to diabetic ketoacidosis and blood glucose level of over 600 mg/dl. The customer was treated with intravenous insulin and saline and was discharged on (B)(6) 2025 with no permanent damage. Reportedly, the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer resumed insulin delivery successfully. Reportedly the customer reverted to manual injections for insulin therapy.